Event description:
It was reported that a patient experienced small red blisters that became purple and scarred following a tattoo removal treatment using picosure.

Manufacturer narrative:
A device evaluation found the unit operating within specification. The device history record confirms that the product passed and met all requirements before releasing. Patient was given bepanthen as preventative medication. Blisters are an expected side effect from laser treatment, however a medwatch report is being submitted due to the report of scarring.